Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 a caregiver reported that on (B)(6) 2025 the end-user experienced hypoglycemia with a blood glucose (bg) of 20 mg/dl after their continuous glucose monitor disconnected from the ilet device. A caregiver treated the user with oral carbohydrates and contacted ems who transported the user to the hospital where their bg was treated with glucagon and intravenous fluids and discharged on (B)(6) 2025 with no long-term effects reported.